Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting elective replacement indicator with a charge time of over 36 seconds at a follow up appointment. A manual capacitor reformation was performed and the device went into end-of-life indicator. A guidant technical services (ts) consultant recommending keeping the patient in the hospital for immediate device replacement. Additional information was received that this ICD was explanted and successfully replaced with a new ICD. The explanted device will be returned to guidant for analysis. No adverse patient symptoms were reported.